Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received failed battery test as well as power loss. The customer's blood glucose was 127 mg/dl at the time of incident and current blood glucose level was 142 mg/dl. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.